Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis patient (pd) experienced a fluid leak from the fresenius apd luer lock connector when the connection to the baxter pd icodextrin solution bag became loose and disconnected. Reportedly the connection between the connector and the baxter pd icodextrin solution bag was vibrating when the fluid was transferring to the heater bag during the last fill and it loosened and disconnected. Upon follow up the pd registered nurse (pdrn) reported the patient did not experience any symptoms, adverse event, serious injury, nor required medical intervention as a result of this event. The patient completed their pd treatment after setting up new supplies. The fresenius connector was discarded and is unavailable to return.